Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g3 device was used to treat a 30cm lesion located in the superficial femoral artery (sfa) and popliteal. The case was unusually long and the lesions treated were very long and thrombotic and the device had many (> 20) minutes of operation. The device also sat on the table for over an hour at one point and 30 minutes at another point over the case duration. Therefore, when the device was re-introduced into the body the second time, there was guidewire stick. At one point, it took quite a bit of force to advance the device over the guidewire and the device jumped a bit and sucked part of the tip of the guidewire back into the catheter. It was later noticed that the distal tip of the guidewire had been detached down into the peroneal artery. The peroneal artery was previously occluded and the physician said it wasn't a big issue. The guidewire is still in the peroneal artery but no further damage was done to the artery. The patient was relieved of her symptoms and went home shortly after.